Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During bilateral seeg with electrodes placed in temporal region of skull surgeon chose to use a mayfield skull clamp during case. The mayfield was positioned on the skull slightly oblique from a "mohawk" (midline) configuration. Single pin was on the top right of the forehead and the 2-pins were on the left posterior portion of the head. While driving to the 3rd trajectory on the left side, the robot was in automatic mode and in it's axial approach toward the skull it collided with the mayfield adaptor. At this time, the collision was unnoticed, but the robot shut down. After a full reboot, it was observed after driving to the trajectory once more that the robot did collide with the mayfield adaptor. The robot shut down once more. After speaking with the surgeon, it was decided to re-position the mayfield into the mohawk configuration and re-register the patient. The surgery was completed successfully with no patient injury despite the delay, the surgery was still completed in a timely manner.

Manufacturer narrative:
It was reported that 2 collisions occurred during the surgery. A full analysis of data logs indicates that 4 communication errors occurred following these 2 collisions. The 1st and the 3rd communication errors are due to the 2 collisions. A review of the IFU applicable for rosa brain device was performed and shows that the IFU provides indications concerning the vigilance device which permit to avoid collision. As the user should be able to release the pedal to avoid collisions the root cause of identified for this 2 collisions are user error. The 2nd and the 4th communication errors detected in log files are normal behavior of the device as the robot detected that the collision had not been sufficiently cleared. Unique identifier (UDI) #: (B)(4).